Manufacturer narrative:
This case, with patient identifier (B)(4) (lot 494054) is related to case with patient identifier (B)(4) (lot 494078) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results: within 10 minutes: 128 mg/dl (lot 494078) and 59 mg/dl (lot 494054) and within 10 minutes: 55 mg/dl (lot 494054), 194 mg/dl (lot 494078), and 185 mg/dl (lot 494078) no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.